Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised due to aseptic loosening of the femur and tibia.

Manufacturer narrative:
Corrected lot code to unknown as the lot code initially reported does not match the catalog number and it's mating part provided. Manufacture and expiration dates are now also unknown. Manufacturing site for devices was corrected to (B)(4). An event regarding loosing involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as lot details are unknown. Complaint history review: not performed as lot details are unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left knee was revised due to aseptic loosening of the femur and tibia.